Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: unknown, not provided. Serial#: unknown/not provided. A complete catalogue # is unknown as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI # is unknown as product serial number was not provided. If implanted; give date: unknown/ not provided. If explanted, give date: lens remains implanted, therefore, not explanted. First name: unknown/ not provided. Phone: (B)(6). Device manufacture date: unknown as product serial number was not provided. This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA p980040. Device evaluation: the intraocular lenses (iols) are not returning for evaluation as they remain implanted. Therefore, a failure analysis of the complaint device cannot be completed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were not reviewed since product identifiers are not available. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that last week the surgeons noticed that after implanting the monofocal preloaded lens a string sometimes floated in the anterior chamber, as if it were a hair. Apparently this comes from the cartridge. Material was thrown away and no patient injuries/ issues resulted from this. Through follow-up we learned that they tried to remove the string through irrigation/aspiration (I/a) and it disappeared somewhere under the iris. No post-op data available yet. No additional information was provided. This report captures 2 of 2 reported events.